Event description:
On 12th september, 2023 getinge became aware of an issue with one of surgical lights - powerled. During preventive maintenance it was found the top cap was missing from the suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site telephone is (B)(6). The initial reporter was the getinge technician. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. During preventive maintenance it was found the top cap was missing from the spring arm connection to the suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to top cap missing from the spring arm connection to the suspension arm, which contributed to the event. Based on information gathered during the investigation, it was possible to establish that the device was not used for patient treatment upon event occurrence. The issue was discovered by getinge technician while performing the routine maintenance. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing or detached covers from a spring arm is moderate. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU_powerled_01581en09 ¿ pages 27-29). Additionally, users are requested to pay attention to cracks in plastic parts (IFU_powerled_01581en09 - pages 20-22). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem, d4 version or model #, d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 12th september, 2023 getinge became aware of an issue with one of surgical lights - powerled. During preventive maintenance it was found the top cap was missing from the suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: on 12th september, 2023 getinge became aware of an issue with one of surgical lights - powerled. During preventive maintenance it was found the top cap was missing from the spring arm connection to the suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 version or model # ard568423010c. Corrected d4 version or model # ard568370938/ard568350933. Previous d4 catalog # ard568423010c. Corrected d4 catalog # ard568370938/ard568350933. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 component codes: mechanical/cap//424. Corrected h6 component codes: mechanical/cover//772.

Event description:
On 12th september, 2023 getinge became aware of an issue with one of surgical lights - powerled. During preventive maintenance it was found the top cap was missing from the spring arm connection to the suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.